Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. The data showed that the pod went into an 0x18 alarm, which is defined as "pod has reached empty reservoir". The downloaded data does not show any timeouts or drive stalls. The reservoir of the pod was found empty, as expected with a 0x18 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 298 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found the cannula to be kinked. The device was originally reported for customer not sure delivering insulin.